Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump and an outflow graft with unknown serial numbers remain implanted and were not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that the outflow graft was compressed with dense scar/fibrous tissue. The scar/fibrous band was dissected and released resulting in vad parameters returning to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to compression of the outflow graft. Additional products: brand name: heartware ventricular assist system ¿ outflow graft. Model #: unk / expiration date: unk / serial #: unk, UDI #: asku. Device available for evaluation: no. Device evaluated by MFR: no. Mfg date: unk. Labeled for single use: yes. (B)(4). This event was reported in the q1 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was hospitalized after the ventricular assist device (vad) alarmed for low flow. The patient drank water but the device continued to alarm. The patient was asymptomatic. On arrival to the emergency department (ed) the patient had a flow of 0.3 liters/minute, power of 2.9 watts, and a speed of 2860 revolutions/minute. A computed tomography angiogram (cta) showed a significant kink at aortic anastomosis. The patient was taken to operating room (or) for exchange. The distal portion of the outflow graft at aortic anastomosis was compressed with dense scar/fibrous tissue. The scar/fibrous band was dissected and released resulting in vad parameters returning to normal. Intraoperative ramp test confirmed functioning of the device and the exchange was aborted. The vad and outflow graft remain in use. No further patient complications were reported as a result of the event. This event was reported in the intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.

Manufacturer narrative:
Product event summary: a pump and an outflow graft with unknown serial numbers remain implanted and were not returned for evaluation. The reported low flow event was not confirmed via review of the controller log files since log files covering the reported event date were not available for analysis. Of note, it was reported that the outflow graft was compressed with dense scar/fibrous tissue. The scar/fibrous band was dissected and released resulting in vad parameters returning to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event may be attributed to compression of the outflow graft. Additional products: unknown outflow graft h6: FDA conclusion code(s): 67 h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.